Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 450, 150, 65, and 365 mg/dl when all tests were performed within less than 10 mins of each other on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.